Event description:
Additional information was received from the manufacturer representative (rep) on september 15, 2016 stating that they did not determine the cause for the lead migration. The x-ray did show the lead moved almost two vertebral spaces. They had not seen that with a surgical lead before. It was noted that the patient was doing well post revision.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient via the manufacturer's representative reported that stimulation from their implantable neurostimulator (ins) had changed in the early morning of (B)(6) 2016. The patient contacted the representative and was seen in the clinic on (B)(6) 2016. An impedance check was run and gave results within normal range. Reprogramming product localized stimulation in the neck only and did not give the patient acceptable coverage for the patient. The physician suspected a possible lead migration and an x-ray was ordered. Follow up information received on july 26, 2016 from the healthcare professional (hcp) representative reported that the physician noted that the lead had migrated out of the epidural space. The physician did not know how the migration happened. The patient was scheduled for a revision on (B)(6) 2016 with the plan to open the incision and reattach the lead to the dura. Medical history included a motor vehicle accident 22 months ago.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.